Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 2 uses too much power (e17) and pump 2 is not working (e16). Reportedly the issue persisted even after turning on and off the unit. The issue occured during maintenance. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in schwerin, germany. Livanova field service engineer dispatched to the facility confirmed the issue and resolved it by replacing patient pump 2 and the distribution board. After performing all the functional tests with positive results, unit was sent back to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.